Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter would not turn on. The patient tests her blood glucose "every 2 hours." She takes an unidentified sliding-scale insulin and another insulin with a set dosage. The patient indicated that the alleged meter issue started on four days earlier, at around 9:00 am. The patient did not take any actions related to diabetes treatment as a result of the alleged issue. At an unspecified time after the reported issue began, the patient reportedly developed symptoms of a dry mouth, frequent urination and hunger. The patient denied receiving medical intervention from a health care provider as a result of the alleged issue. The patient's blood glucose was not tested on another device during the time of concern. It would have been helpful to know the following information: what the patient's last blood glucose reading was before the reported meter issue began, what date/time the last result was obtained, what time the symptoms developed, and what actions the patient took before and after the symptoms started. In addition, it would have been helpful to know the details of the patient's diabetes management and medication regimens. The alleged meter issue was not resolved with troubleshooting. There is no evidence that the patient was using incorrect test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with hyperglycemia after the alleged meter issue began. It is unclear as to how long the patient was unable to test her blood glucose because of the reported meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.